Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump to not be delivering and medication when all clamps are open and no kinks are not present is unintentional user programming error; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: regulatory.responses@icumed.com.

Event description:
It was reported that the pump did not work properly. The patient returned to the doctor's office and the medication bag was still full. The pump did not alarm and there were no closed clamps or kinks in the line. No patient injury was reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.